Event description:
Additional information was received from the patient and the rep. It was reported that patient has a problem with the ins shutting off at random times. Pt stated that the issue has occurred at least 5-6 times since they got the ins implanted in (B)(6) 2020. Pt confirmed the issue started this year, and noted the ins has shut off in april, shut off in june, and shut off twice in august. A rep met with the pt to take readings to send to the manufacturer. Pt stated that nothing came from meeting with the rep. Pt confirmed that group c was currently active, with program 1 available to adjust. Pt noted they were able to change the intensity, pulse width, etc. But they did not have adaptive stim (as). Pt stated that they stay on group c 90% of the time because it is the most effective for them. Pt noted that they switch to group a when group c doesn't work, and group b is the "in between", but noted group b doesn't seem to work. Pt confirmed that groups a and b also did not have as enabled. Pt stated when the ins shuts off, they will see "stimulation is off" on their controller screen. Pt was able to turn the ins back on, and the last time they experienced the ins shutting off (last week), the ins was at 90% charge, which was the day after they recharged the ins. Later, the rep stated that this patient moved to the greenville area this year and rep saw him in june. Rep called to relay the patient¿s same complaint and get advice on how to address it. They suggested telling the patient to keep a diary of all further instances and had rep send in log from the interrogation of his device. The field has already intervened on this issue.

Manufacturer narrative:
Previously reported imf f26 and patient code c76143 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the cause of the issue wasn't determined. The issue was not resolved and no further actions were taken to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient noticed on sunday that when he used his programmer it showed he was on a group that he was not supposed to be on (i.e. The programmer changed the group without the patient prompting this). Technical services reviewed that they are not privy to any known issues like that. Technical services advised that the rep can potentially pull reports to see if it shows anything suspicious on sunday (the day it occurred). No symptoms were reported.